Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: scrub nurse said just before she opened the spacemaker package she saw that the rubber had come out from the balloon trocar so she did not even open the package and put it back into the box. The procedure was laparoscopic assisted inguinal hernia repair (tep).

Manufacturer narrative:
(B)(4).